Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-24. H.6 investigation summary. "Material #: 367336. Lot/batch #: 3047869. Bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked female luer was observed. The customer sample was evaluated by visual examination and the indicated failure mode for cracked female luer with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked female luer was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked female luer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer stated that they found a crack on the connection site of needle. The following information was provided by the initial reporter. The customer stated: "the customer complained that crack was found on the connection site of the needle.".

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer stated that they found a crack on the connection site of needle. The following information was provided by the initial reporter. The customer stated: "the customer complained that crack was found on the connection site of the needle."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.